Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Supplier evaluation identified multiple broken fibers from customer damage.

Event description:
It was reported that the ar-3240-5027 got too hot during a cx procedure for the surgeon's comfort.